Event description:
A report was received that the patient was experiencing difficulty charging the ipg and felt that the ipg had moved close to the skin. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.